Event description:
It was reported that during a pci treatment procedure, the quantum maverick monorial ptca catheter failed to cross the lesion and the balloon ruptured. According to the customer, "the lesion was 99% of stenosis with severe calcification and not tortuous at [left anterior descending] lad. This unit was failed to cross to the lesion. Therefore, the first dilatation was performed with other balloon 1.5mm. After that, the balloon rupture occurred at nominal pressure." It was further reported that, "the quantum mav mon 15mm x 2.25mm failed to cross the lesion. A 1.5 voyager (guidant) was inserted and dilation was performed. The 1.5 voyager was removed and the quantum mav mon 15mm x 2.25mm was reinserted and this ruptured at nomimal pressure on the initial inflation." The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.